Event description:
Revision of patellar component for mechanical loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to outside vendor for evaluation and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of patellar component for mechanical loosening.